Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction injection. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.